Manufacturer narrative:
A stryker service representative evaluated the customer¿s device and was not able to verify and duplicate the reported issue. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report their device did not deliver defibrillation therapy as expected. There was no report of patient involvement with the event.

Event description:
The customer contacted stryker to report their device did not deliver defibrillation therapy as expected. There was no report of patient involvement with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.